Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient orders were not showing up in station. The technical support specialist reviewed the patient details provided and found that the patient had already been discharged on november 7. As a result, no active orders were available for review because the patient record had been removed from the system. After that there was no response was received from the customer after multiple follow-up emails; therefore, the closing the case.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient orders were not showing up on station. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.